Manufacturer narrative:
Based on the claim against the product by the customer noting getting an m-02 error message on the erbe generator, an investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. Fse replaced the integrated electro surgical unit (iesu) generator to correct the reported problem. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The iesu was analyzed and found the reported failure (iesu has an error message m-02-3) was confirmed and reproduced. The unit was placed on an in-house system and was run in normal mode. The unit will be returned to OEM for repair. The complaint regarding getting an m-02 error message on the erbe generator was confirmed based on failure analysis, which indicates that the device did contribute to the customer reported issue. Per the review, the following was confirmed: a sleeve gastrectomy general procedure was performed on system (B)(4) on (B)(6) 2022. Image(s) and/or video clip(s) associated with this reported event were not submitted for review. This complaint is considered a reportable event due to the following conclusion: failure analysis confirmed the reported iesu errors during in-house testing. The complaint regarding getting an m-02 error message on the erbe generator was confirmed based on failure analysis, which indicates that the device did contribute to the customer reported issue. While there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a conversion/abortion.

Event description:
It was reported that prior to the start of a da vinci-assisted general surgical procedure, intuitive surgical inc. (Isi) clinical sales representative (csr) reported offsite and added customer to the call. The customer stated getting an m-02 error message on the erbe generator. The caller confirmed the foot pedals on the drawer were clear. Technical service engineer (tse) had the customer power off the erbe and disconnected the external foot pedals on the rcb connection. The erbe sill powered on with the m-02 error message. The surgeon tried to power cycle the erbe additional times with the cables disconnected and the erbe still failed on the startup. The surgeon did not know if the site had a force triad generator or energy activation cable. The surgeon opted to proceed with the case laparoscopically. Field engineer (fe) was requested to follow up with the isi csr. Isi followed up with the initial reporter and obtained the following additional information: the csr stated the procedure was completed however the ports were still placed in the patient while the event was identified. The procedure was completed with no harm to the patient. No further patient info was available.